Event description:
It was reported that this right atrial (ra) lead was part of the system revision due to seroma and fluid accumulation around the pocket. Reportedly, the system was removed due to infection. No additional adverse patient effects were reported. The ra lead was explanted.